Event description:
Information received indicates the head and foot up functions are not working.

Manufacturer narrative:
The technician isolated the issue to the hydraulic manifold. He replaced the hydraulic manifold to repair the bed.